Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral light sensitivity, observed at three weeks post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Pt noted light felt like it was burning his eyes and both eyes were sensitive to light, also was tearing a lot, but vision not affected. Upon follow up, reporter indicated that trace corneal edema was observed in both eyes post operative. Upon add'l follow up, reporter indicated pt issue was resolved. There are two related reports for this pt. This report addresses the pt's right eye, and another MFR report will be filed for the fellow eye.